Event description:
It was reported that the plastic tip of the resection sheath broke off and fell into the patient's bladder during a therapeutic cystoscopy. The detached piece was retrieved using a grasper, and the procedure was completed with a backup device. There were no reports of patient harm.